Event description:
It was reported that the patient experienced high blood glucose levels 400 mg/dl due to infusion set insertion site has issues with scarred tissue hardened or stretch marks in use of one day and was treated by insulin pen on (B)(6) 2026.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.